Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 2 years post-implant, follow-up imaging revealed a type iii endoleak between the stent graft limbs. An endurant 16x20x93 was implanted to bridge the gap, and the endoleak was resolved. The cause of the endoleak is unclear; however, the physician commented that significant angulation in the iliac may be a contributing factor. No additional clinical sequelae were reported, and the patient is fine. A review of several returned still angiogram images showed a separation between the contralateral limb and contralateral extension, with a type iii endoleak. The contralateral limb was angulated 45 degrees distal to the gate. After relining the gap with another stent graft the endoleak resolved. The cause of the separation is unknown. Images immediate post-implant were not available and the amount of overlap at implant is unknown. The endoleak may be due to morphology changes leading to limb angulation and eventual separation.

Manufacturer narrative:
Methods: angiogram images. Results: endoleak. Morphology changes leading to limb angulation. Insufficient information; cause is unknown. Conclusions: endoleak. Morphology changes leading to limb angulation. Insufficient information; cause is unknown.